Event description:
It was reported that the implantable cardioverter defibrillator exhibited undersensing. It was noted that there were small amplitude pwaves which were smaller than the device's maximum sensitivity threshold. Further information was requested however, was not provided.